Manufacturer narrative:
The device was manufactured between: july 20, 2016 ¿ july 22, 2016. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) large volume infusors leaked. An unspecified solution was observed leaking at the filling ports after being filled with the solution. The event occurred prior to use; therefore, there was no patient involvement. No additional information is available.